Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by overloading of the implant after 12 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture.